Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphical user interface (gui) display was blank. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The 840 ventilator evaluation and repair has not been completed. (B)(4).

Manufacturer narrative:
The repair and investigation was performed by cse onsite. The failure mode reported by the customer could not be duplicated. No components were replaced or are expected to be returned for evaluation. The serial number was provided, and the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Covidien reference # (B)(4).